Event description:
A malfunction was reported with the pump, which had been repeatedly worn while swimming. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump as a one-time courtesy, advising that the pump is water-resistant but not waterproof and should not be used frequently around water. The customer acknowledged the instructions to put the pump into storage mode and return it to tandem. Meanwhile, they would use an alternate method of insulin delivery.